Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 21aug2019. The product support engineer (pse) confirmed the issue. The pse replaced the power switch overlay and the printed circuit board assembly (pcba). The device was tested and returned to functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error alarm light emitting diode (led) failed (1105). There was no patient involvement.